Event description:
It was reported that the pt experienced a loss of therapeutic effect. Pt fell at work and is not sure if the loss of therapeutic effect is related to the fall. It was reported that the pt also experienced trembling and had been clumsy. An xray confirmed that the leads were not connected. Add'l info reported that after addressing battery concerns the pt was feeling stimulation. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).